Event description:
First degree burn behind the left shoulder, blister/burn marks [blister]. First degree burn behind the left shoulder [burns first degree]. Product relieved the pain a little but not enough: it wasn't helping [device ineffective]. During the day it started to feel irritated [skin irritation]. A bad scar remains from the burn [scar]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (lot #: j34796s, expiration date: 09/16/2017) from (B)(6) 2015 at one wrap each date for 7 to 8 hours one day and 5 hours on another day, applied behind the left shoulder for inflammation of shoulder and muscle tightness pain. The patient's medical history included sensitive skin and "full hysterectomy" on unspecified dates. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date since 2009 "on and off" for an unspecified indication with no adverse effects. The patient reported she had "just came out of the hospital for full hysterectomy." On (B)(6) 2015, the patient reported the heatwrap relieved her pain a little but not enough. She stated it wasn't helping. The patient applied the first heatwrap to her shoulder and it did not stick. On (B)(6) 2015, the patient reported attaching the heatwrap directly to the body during the day and it started to feel irritated and she could see the blister/burn marks. The marks looked like if she would have touched it, it would have popped. On (B)(6) 2015, the blister/burn became more formed and round. The patient reported she went to an urgent care center and was treated by a physician. She stated the physician diagnosed her with a first degree burn and prescribed silvadene cream 50 grams applied 3 times daily. The patient mentioned a bad scar remains from the burn. She had purchased 3 box packets, two of the boxes had 4 wraps and 1 box had only 3 wraps. The patient mentioned the heat cells looked different than the ones she normally uses and the packaging looks different. The patient assessed her skin tone as medium. She denied having any abnormal skin conditions. The patient did not engage in exercise while using the product. She did not feel as though the heatwrap was getting too hot. The patient read the instructions for the heatwraps before use and checked her skin under the wrap a couple of times during use. She had used an electric heating pad previously for abdominal pain relief. The patient didn't use any creams or apply anything to the area prior to where she applied the wrap. Action taken with the product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the burn included silvadene cream 50 grams and a curad non-stick pad applied 3 times daily to the affected area. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (04/17/2015): new information received from the contactable consumer includes: medical history, updated suspect product expiration date, therapeutic measures received, additional event of scar and event outcome. This case has been upgraded to a serious, reportable medical device report.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events blisters and burns first degree as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.